Manufacturer narrative:
After review of the feedback from the makoplasty specialist who supported the original surgery, it was concluded that this issue was due to the surgeon's surgical technique. This was subsequently confirmed with the surgeon. The surgeon performed a revision by removing the original onlay insert and baseplate as well as removing an additional 2 mm of bone (approximate) from the surface of the tibia. He then reset the baseplate and inserted a 12mm poly.

Event description:
The patient had received a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restorsis multicompartmental knee system (mck). The surgeon revised the mck tibial baseplate because it was improperly cemented and causing pain to the patient. The femoral component was found to be well fixed.